Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product codes: pjs, nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant of the implantable pulse generator (ipg) for an unknown reason. No additional adverse patient effects were reported. The location of the explanted device is unknown.